Manufacturer narrative:
H6 correction: medical device problem code should be 2017 improper or incorrect procedure or method rather than 3283 wireless communication problem.

Event description:
It was reported that the ipg was unable to communicate with neither the programmer nor the charger. Programmer displayed error code 2501. Troubleshooting was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.